Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was feeling uncomfortable. An additional call indicated that the patient has urinary retention as well, but was not keeping track of that. The patient had not had a bowel movement or voids the day of the call and was also experiencing pain. A third call from the consumer indicated that the patient had not had a bowel movement in 48 hours and in a final call the consumer reported that the patient encountered the unable to provide desired setting message. The patient was advised to remove and reinsert the battery. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.